Event description:
It was reported that the patient's blood glucose level rose to over 300 mg/dl while wearing the pod for longer than 48 hours. When the pod was removed from the infusion site (leg), the pod's cannula was found bent and had blood on it. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received with the soft cannula fully deployed. During the investigation no bends, kinks or damage was observed with the soft cannula. The data showed no stalls or timeouts with the drive mechanism indicating that the cannula was not occluded by bends or damaged at the time of the event. The device was received with blood observed on the adhesive pad. The investigation of the device found no damage or deficiencies. The cause of the bleeding and bruising could not be determined.